Event description:
It was reported that the intraocular lens was required to be explanted from the patient's left eye in a secondary procedure. A new lens was implanted and no patient complications were reported.

Manufacturer narrative:
(B)(4): based on the manufacturing record review, all process operations presented in the manufacturing record from generation to boxing were in compliance with manufacturing instructions specifications. No deviations or non-conformances(ncr) related to customer claim were generated.all pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturer for evaluation. Visual inspection was performed for the returned intraocular lens. The returned sample was inspected at 10x microscope magnification which is our normal inspection magnification. Lens was received cut into three pieces. A few loose particles were observed in the optic zone compatible with handling the lens out of the sterile environment. The lens condition was consistent with a lens that has been explanted from the patent's eye and not related to the manufacturing process. All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder .